Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d10; g3; h2; h3; h4; h6; h10. D10: unk acetabulum components; cat# 11-363662 lot# 66664440 36mm cocr mod hd std. Complaint is confirmed. Visual examination of the provided picture identified explanted devices, bio-debris present, however it cannot be used to confirm the reported event. Devices not returned, further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of complaint history found no additional related issues for these items and the reported part and lot combinations. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: previous revision of competitor stem. Post op x-ray revealed a intra-op femoral shaft fracture which likely resulted as a propagation of a canal perforation during removal of cement. Tissue samples also indicated infection. Current revision: all components explanted, hip washed out and tissue debrided and crc/constrained liner implanted as a stage-1 kiwi hip for infection. A definitive root cause cannot be determined for the bone fracture. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Event description:
It was reported that approximately five days post-implantation, the patient underwent a left hip revision due to a periprosthetic fracture and infection. The post op x-ray showed an intra-op femoral shaft fracture had taken place, likely from a canal perforation during cement removal. Tissue samples also indicated infection. All components were explanted, the hip washed out, and tissue debrided. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.